Event description:
It was reported that during a routine generator change out procedure, while using the integrated programmer pacing system analyzer (psa) function when the sales representative switched screens from the psa to the device screen where the new device was being programmed. It was noted that right ventricular (rv) pacing through the psa was not occurring as a result five seconds of asystole was observed. This was resolved by going back to the psa and pacing resumed. The case was successfully completed. No adverse patient effects were reported.